Event description:
It was reported that during the implant procedure, the atrial lead dislodged twice. After the third placement, the lead was tested with acceptable results. Upon post-op the following day, the lead showed that it had dislodged again. The lead was removed and replaced. It was noted that patient had a coronary artery bypass graft. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4298-78 lead (B)(6) 2014; 6935m-55 lead (B)(6) 2014. (B)(4).